Manufacturer narrative:
The allegation of probe that fell out of the hub was confirmed. The shaft of the electrode was found to be completely separated from the hub. The probable cause selected is unintended use error caused or contributed to event. The separated shaft was likely due to unintended excessive external mechanical force.

Event description:
A report was received that the electrode fell out of the hub.

Event description:
A report was received that the electrode fell out of the hub.